Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. This complaint is an ancillary service event. Review of the event log found evidence of the reported iipv condition. The cause was unable to be determined with the provided information. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2013 at 01:07:01. During night drain cycle seven, the patient's ultrafiltration reading was 3044ml, indicating the home patient (hp) drained 2324ml more than their maximum programmed fill volume of 2400ml. No further information was available.